Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic oophorocystectomy. According to the reporter: the balloon burst and the pieces well into the patient's cavity. The pieces were retrieved, but the user stated some pieces might remain in the cavity. Another device was used. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury was reported.